Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. The clinical representative reported the device was not implanted in off-label location, x-rays were performed immediately after the procedure to confirm placement, device migration did not occur, the implant procedure was performed according to the IFU, and the patient did not engage in any strenuous activities or experience a fall. However, the patient has diabetes which the physician believes contributed to the wound not healing properly. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although the report of erosion was not confirmed, the cause of the wound not healing is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has diabetes (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported they could feel the end of the neurostimulator poking under their skin which caused pain. The patient was taken to the or where initial x-rays confirmed the neurostimulator did not migrate, however, the incision site had not healed. The incision site was opened and it was determined the neurostimulator was still buried and anchored. The incision site was cleaned and closed. No further issues have been reported.